Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs confirmed a single occurrence of system fault (sf189) followed by a device restart. Performance testing could not reproduce device fault. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was most likely due to a software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating pneumatic block lost communication with the main processor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating pneumatic block lost communication with the main processor. There was no patient injury reported as a result of this incident.